Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a loose latch mount and latch catch in drawer. The field service engineer re-installed latch mount and latch catch band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed and not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.